Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, the patient underwent examination and the lens has been found to be opaque. The limited information available identifies that iol implantation was performed on the left eye in (B)(6) 2023. The healthcare facility plans to explant and exchange the lens. No further information has been made available to rayner, despite requests. "Reduced vision", "iol calcification", "iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. There is insufficient evidence and information available to determine the root cause of the event and/or to verify the report of lens opacification.

Event description:
On 17th april 2025, rayner received notification from its distributor of an event that occurred following implantation of a rayone toric rao610t. The event description provided states that post-operatively, the patient has presented with an opaque lens.